Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and confirmed the problem no longer exists.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse completed test drive of system and did not find any instances of drift. Fse tested from consoles and universal surgical manipulators/master tool manipulators would stop movement when disengaged. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon said it feels like one of the arms wants to keep drifting and was not able to provide any additional information during the call. System logs showed no associated errors at the time of the call. Technical support engineer (tse) recommended ensuring the surgeon is not releasing the hand control once in following mode without first removing their head from the viewer. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.